Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey, 10 patients experienced pain. Two patients experienced minimal acute inflammatory reaction which were reaction of the surrounding area. One patient experienced bleeding. One patient experienced foreign body sensation.